Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer reloaded the original cartridge to resolve the issue. Additionally, it was reported that an unexpected reset occurred. Customer¿s blood glucose level was 223 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.